Event description:
It was reported that the customer had a motor error alarm during prime in the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that she keep receiving motor error after patient was changing set and patients unable to exit the priming phase. The customer declined to replaced the insulin pump. The customer was advised that the insulin pump will need to be replaced due to motor error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.